Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.1 pockets a1-a6 were showing up as device was not detected on bus. A field service engineer (fse) replaced row board and row board cable. Reassembled reseat all cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, main drawer 2.1 and pockets a1¿a6 failed to operate. The system displayed the error message, ¿device not detected on bus.¿ the device was rebooted twice and the drawer recovered but the cubies did not. The customer also indicated that there was no visible obstructions in the cubies to keep them from opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.